Event description:
It was reported the lcd blanks out while operating. The failure occurred during a case. It was removed and they used their electrosurgery unit to finish the case. There was no patient impact.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2010 through (B)(4) 2012. The pulsar generator was received in poor condition with scratches and sticker damage on the upper case lid. The ac power entry module case was broken, the bottom case nylon screw heads cleaved off, the long bumper and nylon screws were broken off, 1/4 inch hex stand off supporting the dc power pcba was broken. The unit was powered on with no front power lamp or display backlight. The ucb had no power. Replaced shorted capacitor c10 on the ucb and the unit delivered rf energy correctly into fixed resistors. For unknown reasons, the ceramic capacitor c10 on the ucb pcba became shorted. With no power from the ucb, the front panel backlight was disabled. The unit was repaired and applicable software and hardware upgrades were performed. It passed final testing and was recertified for use. End of report.